Event description:
Clinical folow up reports thromboembolism, with right hemiplagia that is permanent. Doppler of carotids shows 30-40% stenosis of left carotid. Device implanted for 29 mos at time of event. Pt 71 years old at implant. The valve remains implanted and functioning as intended.